Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient showed a false negative rh(d) result when the sample was tested using erytype s abd+rev a1,b on tango infinity. The patient had been tested rh(d) positive on tango optimo the previous year. The rh(d) positive result was now confirmed by another laboratory. The customer returned neither the complaint sample erytype s abd+rev.a1, b for investigational testing nor the patient sample that had caused the false negative test result. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. Regarding the affected tango infinity: the customer provided a black/white result image of poor quality that shows a negative reaction for both anti-d wells. The last preventative maintenance date was on (B)(6) 2021 and the service engineer confirmed a proper function of the instrument. The qc was run and passed all requirements. Due to the missing samples, the negative results at customer´s site remained unknown. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Based on current information and data there is no indication for an instrument malfunction. The qc passed at the days of issue. The result was negative for rh(d) in both wells and on both days of testing. The one available result image shows normal negative reactions. The reported problem is likely related to sample specificities.